Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patients attorney as a result of a legal claim that allegedly as a result of severe pain, swelling and loss of range of motion in his right hip area, unresolved by physical therapy and multiple steroid injections, on (B)(6) 2013 he underwent a right hip iliotibial band release with trochanteric bursectomy in an attempt to relieve his constant pain and suffering. It is further alleged that he underwent a revision surgery on (B)(6) 2014 with a pre and postoperative diagnoses of "persistent fluid collection and discomfort status post right total hip arthroplasty with presumptive diagnosis of corrosion trunnionosis".